Manufacturer narrative:
No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used in a cervical spine procedure. It was reported that the drill bit broke off in c1. The health care professional (hcp) was able to remove it and the patient is fine. There was less than an hour delay in the procedure. No impact on patient outcome.